Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition and an e301 (audio alarm failure) error code was noted in the device alarm history log. The device was returned to the biomedical department from a nurse with a note that stated, pump is not working. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer. The device piezo assembly was returned for investigation. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.